Event description:
It was reported that during an unknown procedure, the device spit out clips when firing. The clips were retrieved from the patient. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned with the jaws yielded, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional test could be performed as the instrument was returned empty. However, it is known from the history of the instrument that the yielded jaws does not allow the instrument to properly feed the clips into the jaws. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.